Event description:
According to additional clarification received, the implant with the inflation issue was not a coloplast product and was an ams 700.

Manufacturer narrative:
Correction: b1, h1: additional information received indicates the issue did not occur with a coloplast product. There is no complaint on this device.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed.

Event description:
According to the available information, the implant was removed and replaced due to the device not staying inflated.